Event description:
Doctor was seering the ablation catheter with an agilis sheath. Dr notes that he felt a "pop" and then the sheath would not steer after that. So, it was removed from the patient and it was confirmed to have "broke".